Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: five complaints were opened to address 5 different cases: (B)(4). Represents case 1 (B)(4). Represents case 2 (B)(4) represents case 3 (B)(4) represents case 4 (B)(4) represents case 5 please provide the following information for each case: did this issue contribute to any patient adverse event? When was the suture pulled off from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2020 and suture was used. It was reported that additional 4 pull off needle and suture cases were reported. This is the fourth case. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to FDA: 9/25/2025. Corrected information: b1, h1. Additional information was received indicating this medwatch # 2210968-2025-09545 is a duplicate report. Therefore, this medwatch # 2210968-2025-09545 is no longer reportable. This event was submitted under medwatch # 2210968-2025-10918. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.